Event description:
User received erroneous troponin t results for one pt sample. The sample initially recovered 0.059 ng/ml and repeated six times as <0.010 ng/ml, 0.082 ng/ml, 0.064 ng/ml, <0.010 ng/ml, <0.010 ng/ml, and <0.010 ng/ml. The erroneous results were not reported. User stated the issues have been going on for the least year; however, no add'l data or info was provided regarding prior events in this complaint. The field service rep could not determine a cause. Performance tests were performed.